Event description:
It was reported that the patient presented with a right ventricular lead that exhibited low pacing impedance. The lead was capped and replaced on 15 dec 2023. The patient was stable.